Event description:
Event description guidant received information that this pacemaker has no capture in the atrium. The therapy is aai only. Also, the device is on advisory. The non-guidant lead cannot pace at 6.5 volts and is undersensing the p-waves. The lead impedances have dropped to 240-370 ohms. There are no patient symptoms. The system was revised and the device was returned for analysis.